Event description:
Provider alleges the brake will not hold on a (B)(4) power chair, out of box failure.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that there was a mechanical failure with the brakes causing the brakes not to hold, which confirmed the original complaint issue. The method, results, and conclusion codes were updated accordingly.

Event description:
Provider alleges the brake will not hold on a (B)(4) power chair, out of box failure.